Event description:
It was reported that the radiologist was unable to retrieve the balloon from the 6fr introducer. He had to take out the whole assembly and used another introducer and another balloon.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample was not returned for evaluation as it was discarded by the user facility. It is unk if patient or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unk. The IFU (information for use) states the following: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.